Manufacturer narrative:
Pt. Info.: not applicable, as there was no patient involvement. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the seal was broken when an intraocular lens (iol) arrived. The customer did not trust the sterility since the inner wrap is a single wrap. There was no patient contact. No additional information was provided.